Event description:
Based on additional information received on (B)(6) 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This case is cross-referred to case ID (B)(6) (same reporter). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after few days experienced severe swelling. Also device malfunction was identified for the reported lot number. No relevant past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient initiated treatment with intra- articular synvisc one injection at a dose of 6ml once (batch no.: 7rsl021; expiry date: 31-may-2020) for osteoarthritis. On an unspecified date in (B)(6) 2017, after few days of injection, the patient experienced severe swelling that began a day or two after and lasted for several days. Corrective treatment: not reported for severe swelling outcome: recovered/ resolved for severe swelling and unknown for device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017 and 16-dec-2017 (both processed with the clock start date of 28-nov-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 16-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.